Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-05415. It was reported stimulation would shut off when the patient bent over, but turn back on when she stood up straight. It was also reported the patient's programs would auto-reduce when she attempted to increase stimulation. An impedance check revealed several invalid contacts on the 3286 lead. Reprogramming to provide resolution did not provide resolution. In turn, the patient lost stimulation. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.